Manufacturer narrative:
The reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the evos plating screw. Therefore, no investigation is deemed for the other devices. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, the screws that were placed during an internal fixation procedure on (B)(6) 2023 were backing out of the evos olcrnn plate, m-d humerus plate, and l-d hum plate. Four months later, it was reported the surgeon removed the lateral plate, but realized it wasn¿t completely stable. So the plate was put back in place with new screws. One screw from the medial plate was removed as well. The provided undated x-ray image shows screw heads proud from the plate but it's not clear if this is the screw backing out or which screws were related to the report. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Although the undated x-ray is provided, it is not clear which is the screw that is backing out or if it¿s a post removal image. The x-ray alone does not provide a clinical root cause. The patient impact beyond the revision surgery cannot be determined with the limited information provided. No further clinical assessment could be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, size selected, patient anatomy, procedural/user error and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10. Additional information in d10. H11. Section h6 was corrected (health effect - impact code).

Event description:
It was reported that, after an internal fixation surgery was performed on (B)(6) 2023, some evos plating screws were backing out of lateral and medial distal humerus plates. This adverse event was treated by a revision surgery on (B)(6) 2023, in where the lateral plate was removed and put back on with new screws. The current health status of patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).